Manufacturer narrative:
Device evaluation summary: visual inspection showed the white collar on the shaft prior to the jaws has a piece broken off. The piece that was broken off was what kept the jaws from rotating in each direction. The reason for the return was confirmed. Correction d3 (MFR name), d3.3 (MFR city) <(>&<)> h6.1 (device codes (fdd/annex a): these fields have been updated. Correction section e initial reporter: the phone number field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the broken connector did not cause separation of the bipolar clamp. However, the use of products with a risk of fracture poses a potential for serious adverse events in patients. The broken white component did not come loose and become lodged in the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a cardioblate bp2 device, it was reported that during an atrial fibrillation procedure, the white connection part near the bipolar clamp was found to be broken. The clinical team immediately requested replacement. After replacing it with a new medtronic bipolar clamp, the procedure proceeded smoothly. One thousand milliliters of normal saline was used for pre-ablation, and the pre-ablation was completed. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Correction additional codes img (component): this code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.